Manufacturer narrative:
Additional components: model/catalog description: control pump fgs, model number: 72400098, batch/lot number: 1000102169. Model/catalog description: balloon fgs 61-70cm, model number: 72400024, batch/lot number: 1000093047.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to scrotal mass infection and the belt cuff erosion through the urethra. Further information was requested and not yet received.

Event description:
It was reported that the patient experienced scrotal mass infection and belt cuff erosion through the urethra with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 6.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the aus cuff, pump, and balloon was only implanted and no new device was implanted.

Manufacturer narrative:
Additional information was reported that the aus cuff, pump, and balloon was only implanted and no new device was implanted. Additional information: the reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Bsc aware date. Additional components: model/catalog description: control pump fgs model number: 72400098, batch/lot number: (B)(4), model/catalog description: balloon fgs 61-70cm, model number: 72400024, batch/lot number: (B)(4). This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 06:57 pm CT.the report number is being corrected from: 2183959-2018-61670 to: 2183959-2018-60597.

Manufacturer narrative:
(B)(4). Additional components: model/catalog description: control pump fgs, model number: 72400098, batch/lot number: 1000102169. Model/catalog description: balloon fgs 61-70cm, model number: 72400024, batch/lot number: 1000093047.

Event description:
It was reported that the patient experienced scrotal mass infection and belt cuff erosion through the urethra with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 6.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced scrotal mass infection and belt cuff erosion through the urethra with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 6.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Bsc aware date. Additional components: model/catalog description: control pump fgs model number: 72400098 batch/lot number: 1000102169 model/catalog description: balloon fgs 61-70cm model number: 72400024 batch/lot number: 1000093047this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 06:57 pm CT.the report number is being corrected from: 2183959-2018-61670to: 2183959-2018-60597.

Manufacturer narrative:
Correction: bsc aware date. Additional components: model/catalog description: control pump fgs model number: 72400098 batch/lot number: 1000102169 model/catalog description: balloon fgs 61-70cm model number: 72400024 batch/lot number: 1000093047.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 06:57 pm CT.the report number is being corrected from: 2183959-2018-61670to: 2183959-2018-60597.

Event description:
It was reported that the patient experienced scrotal mass infection and belt cuff erosion through the urethra with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 6.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.